Event description:
It was reported that the pump battery was intermittently depleting faster than normal and powering down during the night. Customer's blood glucose value was 314 mg/dl. Customer continued to use the pump for insulin therapy.